Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert. The customer notified tandem technical support that they would follow-up if the reported issue persisted. Customer¿s blood glucose value was 197 mg/dl.